Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the night stand was damaged also the blower and blower outlet port had a very light amount of beige dust or dirt contaminate. The underside of the heater plate, and the spring plate had a light amount of beige dust or dirt contaminate. On the inside of the humidifier, it was noticed a very light amount of beige dust or dirt contaminate on the metal plate, in and on the humidifier tube, and surrounding area. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.